Event description:
It was reported that the patient presented via merlin.net with several episodes of inappropriate antitachycardia pacing for atrial fibrillation with a rapid ventricular rate. Upon device interrogation, premature battery depletion was also suspected. No intervention performed. The patient was stable and would continued to be monitored.

Manufacturer narrative:
The reported field event of premature battery depletion was determined to be due to a programmer diagnostics anomaly. Analysis was normal. No anomalies were found.

Event description:
New information received notes the device reached elective replacement indicator. The device was explanted and replaced. No patient symptoms reported.